Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. Customer's mother stated the alarms have been occurring since december. The customer's blood glucose was unknown. Customer's mother stated they have tried different cannula lengths. The mother declined to troubleshoot any further as they have tried all remedies for the no delivery alarms. The mother also reported the customer experienced high and low blood glucose and believed it was caused by the insulin pump. The mother requested a replacement insulin pump. Troubleshooting for the customer's blood glucose was declined. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.